Event description:
It was reported that a vns pt has a potential lead fracture and increased seizures, relationship to pre-vns baseline unk. X-rays were reviewed by the physician and there were no obvious anomalies observed. The pt was referred to the surgeon for a possible lead revision. During surgery, the chest pocket was opened and the lead pin was removed and re-inserted. Testing of the device following the pin re-insertion revealed normal device function. The lead and generator remain implanted in the pt. Attempts to obtain additional info from the initial implanting surgeon and the treating physician are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.